Manufacturer narrative:
It was reported that the surgeon failed to load exams from pacs. A DHR review and a complaint history review were performed and did identify 1 contributory factors to the event : the device has been installed on 07 may 2018 and the pacs configuration was performed on the same day (18 days before the event). According to the pacs configuration report the configuration was successfully performed. Analysis of data logs determined that the most probable root cause of the event is a misconfiguration of the pacs and/or of the hospital network. (B)(4).

Event description:
Surgeon complained that iqview failed to load exams from pacs on computer for pre-op planning and on rosa device. Cst was previously able to configure pacs and load pre-operative MRI and CT from pacs. Cst was able to resolve the issue and then switched back to planning station and successfully retrieved/loaded/merged new patient MRI, which took over 5 minutes to show up complete in iqview viewer. There was no reported clinical consequences, no patient involvement or no delay to surgery.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon complained that iqview failed to load exams from pacs on computer for pre-op planning and on rosa device. Cst was previously able to configure pacs and load pre-operative MRI and CT from pacs. Cst was able to resolve the issue and then switched back to planning station and successfully retrieved/loaded/merged new patient MRI, which took over 5 minutes to show up complete in iqview viewer. There was no reported clinical consequences, no patient involvement or no delay to surgery.